Event description:
A malfunction alarm occurred, identified by the code "malf 12," but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without further issues. The customer continued to use the pump for insulin therapy.